Event description:
The customer reported to olympus, that the adhesive on the bending section cover was chipped on the endoeye deflectable videoscope. There were no reports of patient harm. The device was returned and evaluated; the adhesive around the objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the bending section cover had a scratch and the video connector was cracked. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to damage on forceps elevator, the angle knob torque of forceps elevator lever at engage exceeded the standard value. Due to looseness of insertion pipe, the connection between insertion pipe and control unit was not secured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.